Manufacturer narrative:
(B)(4). (B)(4). Jaws unable to open_open after assisted, indicator wheel failure, malformed clip. The analysis results of the device found that it was received in good visual condition. The device was cycled and one unformed clip was produced due to an antibackup failure. Possible causes for this condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. The next six clips were conforming and then, a double fed incident occurred causing two pear shaped clips. During the following firing sequence the jaws remained in closed position. The trigger was manually assisted in order to open the jaws; one clip with gap was released and finally, the device locked out as intended but the orange indicator did not show up completely. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that the device was given without any details of the event. No patient consequence was reported. The device will be returned for analysis.